Manufacturer narrative:
The evaluation of the concentrator was completed on 08/30/2021. It was observed that the tubing was darkened from the pe valve to the left sieve bed and from the left sieve bed to the check valve. The left sieve bed cap was deformed and developed a hole, and the check valve failed, both of which allowed sieve material to escape, causing charring to the interior of the cabinet. The investigation findings and conclusions are consistent with what was previously identified.

Event description:
An invacare sales representative reported on behalf of the dealer that the irc5po2v concentrator had leaking sieve beds, and the top of the sieve bed tank appeared to be melted.

Manufacturer narrative:
Photographs of the concentrator were provided, which show that the tubing is darkened, the left sieve bed cap is melted, and sieve material is present throughout the device. The dealer was contacted for additional information. He advised that the concentrator was in use by a patient, and they reported that the unit shut down. No injury or property damage occurred. When the dealer inspected the unit, that's when it was discovered that the sieve beds had blown and there was melting to the left sieve bed cap. He advised that all damage was contained within the cabinet. There was no visual damage to the outside of the unit. This incident is being reported to the FDA based on the evidence that the device experienced an over-pressurization event of the product tank, an overheating event, or a possible precursor to such events. The underlying cause of the issue is unconfirmed. However, this failure mode resembles that which has been previously identified and investigated. Components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. This issue also resulted in a field correction (z-0514-2021) to replace the pe valve assembly in impacted irc5po2v concentrators to reduce the potential for a failure that can, in infrequent instances, result in a short duration and self-extinguishing thermal reaction. The subject concentrator falls within the scope of this field correction. The concentrator was returned to invacare and is awaiting inspection. Once the evaluation results are available, a supplemental record will be filed.

Event description:
An invacare sales representative reported on behalf of the dealer that the irc5po2v concentrator had leaking sieve beds, and the top of the sieve bed tank appeared to be melted.